Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir was returned for analysis in used condition without its original packaging. Visual inspection showed the pressure plate and weld seals were broken and the spring occlusion was not functional. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing involved using a syringe to infuse water into the assembly bag and showed leaking at the top edge of the assembly bag. Review of the leak tester fixture was performed and it was found that the poka yoke sensor cable was disconnected. The investigation determined that the cassette being stressed during a leak test due to incorrect placement on the leak tester fixture, and not being detected because the sensors were disconnected was the most probable cause of the reported issue of broken housing. The investigation determined that the assembly bag not being handled properly was the most probable cause of the reported issue of the leaking (broken) sack. Based on evidence and investigation, the complaint allegation was confirmed. Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was found to be leaking during pre-test. It was reported that the housing and sack were broken. No adverse effects were reported.